Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020 due to diffuse pericardial bleeding and severe rupture during re-exploration. The patient developed diffuse pericardial bleeding. During re-exploration a severe and sudden rupture of the aorta developed. The aortic rupture was at least related to the outcome. Apical cuff and outflow graft anastomosis were not involved. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The death was not considered to be device-related. The device operated as expected. The patient was unstable hemodynamically. No direct event was described leading up to the pericardial bleeding diagnosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The apical cuff and outflow graft anastomosis were not involved. An autopsy was not performed, the device was not explanted, and no product was returned for evaluation. The death was not device related and operated as expected. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing this event.